Manufacturer narrative:
A ge rep evaluated the system and reloaded the software. The system operates as intended.

Event description:
It was reported that the system had an invalid input error. During the onsite eval, the field engineer reported a loss of imaging functionality during reinstallation of the software. There is no report of injury or death associated with the event described in this complaint.